Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-1452, lot # unknown, description: mitch trh md hd sz52+4, manufacturer: depuy. Cat # mac-9988-5258, lot # unknown, description: std mitch trh cp sz 52/58, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented with pain. It was reported that the patients accolade femoral neck was broken. It was reported that the patient underwent a total hip revision.